Manufacturer narrative:
The device was received on (B)(6) 2011, but an eval summary is not available at this time. Gross examination and x-ray analysis indicated that the valve leaflets were not calcified; however, pannus formation was observed. Full morpho-histological analysis is in progress. Eval: method = a review of the device history record was completed. Results = the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of MFR and release.

Event description:
Sorin group (B)(4) inc., mitroflow division was notified on (B)(6) 2011 of a mitroflow valve (model 12a, size 19 mm, s/n (B)(4)) that was explanted on (B)(6) 2011 for reported severe bioprosthetic aortic stenosis. The initial report of this event came from the hosp on an FDA 3500a medwatch form. The device was implanted on (B)(6) 2008. It was reported that the pt was recovering well, but had a cardiac arrest on (B)(6) 2011 and died after a failed resuscitation attempt. According to the operative consultation report provided by the hosp, the pt has to received a mechanical valve as a replacement for the mitroflow valve as the surgeon reported "because of early failure of the tissue valve, I suspected this may be related to valve "thrombosis" due to deposition of proteins on the collagen leaflets. I would, therefore, suggest replacement with a mechanical valve, although this would commit the pt to coumadin. Replacement with another tissue valve runs the risk of a second episode of early failure."